Manufacturer narrative:
Product analysis: at incoming analysis testing the device's parameter testing was out of tolerance, and its output connector and high rate cover were broken. It was determined that the device could not be reliably repaired to remedy. It was recommended that it be scrapped however it was returned unrepaired to the customer. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's pacing function was not working. The generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.